Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4081460. 1-the products of this batch were assembled at intima ii auto line 2 in june 2024, and packaged at cfs package line in june 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found at the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage on (B)(6) 2024, a nurse in infection 1 used a closed IV needle to administer intravenous fluids in the morning as prescribed by the doctor, and after the normal puncture operation, she returned the needle and found that there was blood oozing out of the end of the closed IV needle, and if she continued to use it, there was a risk of infection, and in order to ensure that the patient's treatment was used properly, she immediately replaced the needle with a closed one for the patient to be punctured.